Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's parent reported that the patient experienced a hypoglycemic event while using the dexcom g7 cgm system. According to the reporter, the patient had a brief sensor issue for under an hour around 6:00 pm on (B)(6) 2024. During this time, the reporter stated that the patient suffered from a hypoglycemic event and lost consciousness for approximately 10 minutes. The reporter responded by administering a glucagon injection to the patient's thigh and then brought him to the hospital. However, the patient was discharged right away as hospital staff did not deem any further treatment necessary. The patient was doing good at the time of contact. Data was provided for investigation. A review of performance data shows that the patient's no readings alert was enabled at the time of the incident and was set to sound after twenty minutes of continuous brief sensor issue. The patient had a brief sensor issue from 8:36 pm to 9:31 pm on (B)(6) 2024. The last estimated glucose value before the onset of brief sensor issue was a reading of high (greater than 22.3 mmol/l) at 8:31 pm, and the first reading following the end of the brief sensor issue was a reading of 4.5 mmol/l at 9:36 pm. The system delivered a visual no readings alert at 8:56 pm; the alert was acknowledged immediately. The reported complaint of brief sensor error was confirmed. As the no readings alert was delivered and promptly acknowledged by the user, the root cause of the hypoglycemic event could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.